Event description:
It was reported that 27mm navitor valve was selected for an implant on (B)(6) 2022. The patient's status prior to the implant procedure was noted as stable. The patient had an acute aortic angle of 67 degrees. The implant depth of the valve at deployment and release was 3-4mm. It was noted that the valve migrated after final release. The valve did not block any coronary arteries. The valve was snared and repositioned. There was no tension in the delivery system at the time of final deployment. A valve in valve was initiated with a new 27mm navitor valve. Paravalvular leak was observed after deployment. The patient required a post-dilatation. The patient remained hemodynamically stable throughout the procedure and there was clinical significant delay in the procedure as the result of this event. It was noted that on (B)(6) 2022, the patient passed away related to loss of cardiac output and possible aortic rupture. The cause of the loss of cardiac output and possible aortic rupture remains unknown. Related manufacturer reference number: 2135147-2022-00452-00.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak, pericardial effusion, cardiac tamponade, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that 27mm navitor valve was selected for an implant on (B)(6) 2022. The patient's status prior to the implant procedure was noted as stable. The patient had an acute aortic angle of 67 degrees. The implant depth of the valve at deployment and release was 3-4mm. It was noted that the valve migrated after final release. The valve did not block any coronary arteries. The valve was snared and repositioned. There was no tension in the delivery system at the time of final deployment. A valve in valve was initiated with a new 27mm navitor valve. Paravalvular leak was observed after deployment. The patient required a post-dilatation. The patient remained hemodynamically stable throughout the procedure and there was clinical significant delay in the procedure as the result of this event but was hemodynamically stable upon leaving the cath lab. It was noted that on (B)(6) 2022, the patient passed away related to loss of cardiac output and possible aortic rupture as the result of patient had a pericardial effusion causing cardiac tamponade. Related manufacturer reference number: 2135147-2022-00452-00.